Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient faced an event on (B)(6) 2025 where the needle was difficult to remove. No further information available.